Manufacturer narrative:
Follow up #2 submitted: 09/15/2015. Animas has become aware of additional information regarding this complaint. The reporter provided information alleging a suspected piston issue. If this information had been made available at the time of the initial report, the complaint would have been categorized as an other/unusual issue rather than the assigned history/settings/ inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: review of the black box and download history revealed the last basal delivery was recorded on (B)(6) 2015. The black box data revealed on (B)(6) 2015 at 14:30, a ¿replace cartridge alarm¿ occurred. Insulin delivery resumed at 16:45 (2 hours, 15 minutes later). On (B)(6) 2015, a ¿replace cartridge¿ alarm occurred at 06:54. Insulin delivery resumed at 08:06 (1 hour, 12 minutes later). On investigation, the pump powered on normally and was exercised for 24 hours without the occurrence of errors, alarms or warnings. Accuracy testing was performed and the pump was found to be accurately delivering insulin within the required specifications. Review of the total daily dose added up to correctly reflect the user¿s programmed basal rates. Investigation did not duplicate the alleged inaccurate delivery issue and the pump was found to be delivering insulin as programmed without malfunction.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No further description or explanation was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.